Manufacturer narrative:
A partial lead with the connector pins measuring 26.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that vf episodes were inappropriately detected due to noise. The lead was capped and replaced. The patient was discharged home in good condition three days post procedure.